Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. Reportedly, there was moisture in the pump and damaged to the cap. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: during investigation, the battery cap was difficult to remove/insert due to the stripped battery cap threads. A test battery cap was able to be inserted and removed fluently. The battery compartment was cracked above and below the grip pad. A leak test was performed and failed due a leak in the battery compartment. Evidence of moisture corrosion was found only in the battery compartment.